Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and doing well postoperatively. The explanted device was discarded at the facility due to its protocol.